Manufacturer narrative:
Investigation summary: in (B)(6) 2019, the user facility reported an incident involving an extendevac cautery pencil (part 88-000722) not shutting off. This incident was entered as an internal complaint (call (B)(4)) and reported to the FDA (2320762-2019-00005). On september 10, 2019, deroyal received a copy of medwatch (B)(4), which reported the aforementioned incident in july as well as three other events that were not previously reported to deroyal. This report concerns the incident involving the pencil continuing to fire when it was not activated. This has been entered as an internal complaint (call (B)(4)). The raw material pencil is supplied to deroyal by i.c. Medical, who has been notified of the reported issue. The investigation is ongoing at this time. This report will be updated when new and critical information is received.

Event description:
The coagulation button on the cautery pencil remained activated even though the surgeon was not pressing the button.

Event description:
The coagulation button on the cautery pencil remained activated even though the surgeon was not pressing the button.

Manufacturer narrative:
Root cause: the pencil is supplied to (B)(4) by i.c. Medical. Therefore, a supplier corrective action request (scar) was issued to i.c. Medical as well as samples for evaluation. In its response, i.c. Medical stated tested of the returned samples could not duplicate the reported failure of the pencil not shutting off. Two used samples and 25 representative samples were sent for evaluation. In one of the used samples, it was noted that the blue coag button would mechanically stick when pressed at a slight angle instead of pressing directly center. Despite this, the device did not remain activated nor did it unintentionally activate. All other samples also functioned normally. No issues with activation were observed. Corrective action: due to the root cause investigation, no corrective actions are being implemented at this time. Investigation summary: in (B)(6) 2019, the user facility reported an incident involving an extend evac cautery pencil (part 88-000722) not shutting off. This incident was entered as an internal complaint ((B)(4)) and reported to the FDA (2320762-2019-00005). On september 10, 2019, (B)(4) received a copy of medwatch (B)(4), which reported the aforementioned incident in july as well as three other events that were not previously reported to (B)(4). This report concerns the incident involving the pencil continuing to fire when it was not activated. This has been entered as an internal complaint ((B)(4)). The sample was not returned to (B)(4). However, samples of the product from similar complaints were returned and tested by the manufacturer. The raw material pencil is supplied to (B)(4) by i.c. Medical, who has been notified of the reported issue. A supplier corrective action request (scar) was sent to september 11, 2019 to i.c. Medical as well as representative samples for evaluation. In its response, i.c. Medical indicated it was unable to duplicate the reported complaint. From august 2017 to present, (B)(4) has sold (B)(4) of finished good 88-000722. During this same period, a total of 5 complaints were received for this product, (B)(4). The investigation is complete at this time. If new and critical information is received, this report will be updated.